Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting could not be performed. No harm requiring medical intervention was reported. Mmt-712ews was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit had unresponsive up and down buttons due to unlocked j2/lcd keypad connector. Unable to perform self-test, and displacement test. Reconnected j2/lcd keypad connector, all buttons function properly. Successfully downloaded history files and traces using thus. However, there is no data available on event date, unable to perform data analysis for button error alarm complaint. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, stained address/serial number label and stained end cap sticker. In conclusion, unresponsive up and down buttons due to unlocked j2/lcd keypad connector confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.